Event description:
It was reported that this implantable device is suspected to be exhibiting premature battery depletion behavior. A decrease of 4 months in the estimated battery longevity was observed during a recent follow-up visit. A copy of device memory was saved and submitted to technical services (ts) for review. Ts confirmed that the device is exhibiting moderate acceleration in the rate of battery depletion. Review of the diagnostic data confirmed that the power consumption of this device has been increasing during the past year and is expected to continue to increase. This device currently remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. Please note: country of occurrence is new zealand, and the reporting hospital is wellington hospital. This report was updated to reflect the correct information.

Event description:
It was reported that this implantable device is suspected to be exhibiting premature battery depletion behavior. A decrease of 4 months in the estimated battery longevity was observed during a recent follow-up visit. A copy of device memory was saved and submitted to technical services (ts) for review. Ts confirmed that the device is exhibiting moderate acceleration in the rate of battery depletion. Review of the diagnostic data confirmed that the power consumption of this device has been increasing during the past year and is expected to continue to increase. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable device is suspected to be exhibiting premature battery depletion behavior. A decrease of 4 months in the estimated battery longevity was observed during a recent follow-up visit. A copy of device memory was saved and submitted to technical services (ts) for review. Ts confirmed that the device is exhibiting moderate acceleration in the rate of battery depletion. Review of the diagnostic data confirmed that the power consumption of this device has been increasing during the past year and is expected to continue to increase. This device currently remains implanted and in service. No adverse patient effects were reported. Additional information: new information was received from the field that this device still currently remains implanted and in service. At this time, a replacement procedure has not been scheduled. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that this implantable device is suspected to be exhibiting premature battery depletion behavior. A decrease of 4 months in the estimated battery longevity was observed during a recent follow-up visit. A copy of device memory was saved and submitted to technical services (ts) for review. Ts confirmed that the device is exhibiting moderate acceleration in the rate of battery depletion. Review of the diagnostic data confirmed that the power consumption of this device has been increasing during the past year and is expected to continue to increase. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis. The investigation is currently in progress.

Manufacturer narrative:
This device was received for analysis. The investigation is currently in progress. Following completion of device technical analysis, a supplemental report will be submitted.